Manufacturer narrative:
The device is no longer available for return, it is unknown if it was discarded by the facility. Information from the customer indicated that the analysis of the electrode by the end user stated that the shorting came from a small crack in the electrode insulation. A review of the complaints data base for the past year does not indicate any other complaint for this model. We are considering this to be an isolated incident, we will continue to monitor the data base for further occurrences.

Event description:
It was reported that during a cysto urethroscopy, fulguration of bladder procedure with an eiwe, the element on the resectoscope started arching, melted and caught fire. No patient injury was reported. See related medwatch #1519132-2013-00036.